Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the blower stalled: a blower malfunction may result in no airflow during operation, which can cause vent inop and hypoventilation/lack of volume delivery during normal ventilation use. No patient harm reported. Pending request for patient information.

Manufacturer narrative:
Become aware date (B)(6) 2017. The field service engineer (fse) confirmed the reported problem by review of the diagnostic history log. The fse replaced the blower assembly to resolve this issue.